Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device lost telemetry due to battery depletion. There is no reason to believe depletion was anything other than normal. The device was implanted for more than twice the exected nominal longevity for this model. The patient did not follow up during the time the device was implanted. Since there is no data to perform a longevity calculation, there is no way to confirm normal depletion. The result of analysis is inconclusive.

Event description:
It was reported that the patient presented to the hospital and the device had no output. The device could not be interrogated due to the advanced state of battery depletion. It was noted that the patient had been lost to follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2006; 4965-50 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.